Event description:
Caller reported blood glucose results of 98 mg/dl and 285 mg/dl within 10 mins on the advantage system. Also, reported blood glucose results of "200s" mg/dl and "500s" mg/dl within 10 mins on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.